Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was exhibiting premature battery depletion. A decrease of approximately 5 years was observed between follow-up visits, which occurred within 18 months time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device has not been received for analysis. Should this device be returned, an investigation will be completed, and a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease of approximately 5 years was observed between follow-up visits, which occurred within 18 months time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 5 years was observed between follow-up visits, which occurred within 18 months time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.